Manufacturer narrative:
Eval summary: results indicate confirmation of the reported event of an alarm due to an air leak in the cassette. The root cause was determined to be a crack at the end of the cassette, opposite of the tubing connections. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Event description:
Reporter reported an alarm after removing air from the set and inserting it again. No patient injury or medical intervention was reported.